Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a freezing when they were walking and a "loss of instability." The diagnostic methods included an examination on (B)(6) 2016, which resulted in the identification of lower the stimulation parameters than before the battery change. The etiology was stated to be note related to the device/therapy, not related to the implant procedure, and due to disease evolution. The interventions included reprogramming the patient on (B)(6) 2016; the event resulted in an unscheduled clinic or office visit. Additional information on 2017-jan-16 indicated that the seriousness was updated to "resulted in a permanent impairment of a body structure or body function. On (B)(6) 2017, it was reported that the etiology was updated to related to the device/therapy, not related to the implant procedure, and due to programming. The event is ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the issue was unresolved with no further action planned.

Manufacturer narrative:
It is noted (B)(4) are no longer applicable. The patient code listed in evaluation codes is now applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received 2017-jul-06 reported etiology was no longer 'worsening parkinson disease' but due to programming. Two days later it was reported that the etiology was noted as not related to the device or therapy and not related to the implant procedure. Other etiology was specified to be due to worsening parkinson disease. No further complications were reported/anticipated.

Manufacturer narrative:
H6: etiology changed to note that the event was related to the device or therapy. All previously submitted codes now applicable again. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the device was interrogated on (B)(6) 2016 in which it was found that the parameters of the patient's stimulation had "not been delivered as identically" when the battery was changed. As a result the patient has had gait troubles, with the device reprogrammed on (B)(6) to help alleviate the issue. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The issue was noted as due to programming, with the outcome of the event ongoing. No further complications are anticipated. Additional information received from the hcp on (B)(6) updated the event to include that the parameters of stimulation were not identical to those before battery change. It was also clarified that stimulation not being delivered as identically meant that the patient's parameters were different compared to their programming at implant. It was also noted that the prior replacement was for that of an old device. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the event to note a device diagnosis was not applicable to the event. The etiology was updated to state the reported issue was related to the device/therapy, not related to implant procedure and not due to programming. The final programming date for most recent interrogation prior to event was (B)(6) 2016. No further complications were reported/anticipated.